Event description:
A (B)(6) y/o male with pmh cad, chf to the ed on (B)(6) with cp and abnormal EKG. Pt for heart cath, on (B)(6) showed acute anterior wall infarct and a thrombosed lad stent. Impella inserted on (B)(6). (B)(6) echo showed severe lv dysfunction with no improvement since previous echo on (B)(6), to have lvad insertion for long term support. Procedure on (B)(6), surgeon noted air being introduced in the aor while increasing pump speed. Trf'd to ICU in guarded condition with reduced lvad speed to reduce the potential for further air entrainment. Maintained through the night with inotropic and pressor support. (B)(6) at 06:35 am, pt had a neuro event with pupils fixed/dilated, decreased bp, rr now with vent. CT -diffuse cerebral edema and herniation. Neurology consulted and commenced assessment of brain death. Family declined prolong suffering and life support given the likelihood of recovery. Vent and lvad stopped at 18:06, pronounced dead at 18:14. Cod was certified as neuro death, due to icm, further due to lv failure; cad contrib factor.